Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button required multiple presses to turn on. Additionally, it was reported that the touch screen was delayed in responding to presses. It was also reported that the pump battery was rapidly depleting. Reportedly, the battery went from 100% to 45%, then to 10% within 1 day. Customer was unable to upload pump to t:connect; tandem technical support was unable to verify battery depletion. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.